Event description:
It was reported that the rotational speed was unusual. A rotapro console was selected for use. During the procedure, it was noted that the rotational speed of the console was unusual. There were no patient complications reported post procedure.

Manufacturer narrative:
B3. Used first day of aware date as event date was unknown.

Manufacturer narrative:
B3. Used first day of aware date as event date was unknown. The device was returned and evaluated by manufacturer. Console is running firmware version v05.18.00. Console failed the final functional test on step 6.3 servo gain-delta with a reading of 71.33 standard cubic feet per hour (scfh). The acceptable range is 67 + or - 4 scfh. The front panel from the gold unit was paired with the console and subsequently tested. It then passed the final functional test without failing at any step. Console failed the visual inspection because there scratches on the front panel and the label on the back is peeling. Device analysis confirmed the complaint allegation.

Event description:
It was reported that the rotational speed was unusual. A rotapro console was selected for use. During the procedure, it was noted that the rotational speed of the console was unusual. There were no patient complications reported post procedure.